Event description:
The consumer's attorney notified kaz, inc on (B)(6) 2009 to indicate that she was burnt on the back by her hp 215 heating pad. The customer called on 08/20/2009 and said that she had the heating pad draped over her back and was using it. After about 3 hours, she felt a burning on her lower back where the pad was. She states, the pad caused burn to her lower back. The consumer was lying on the pad contrary to the instructions in the labeling.